Event description:
It was reported that the controller exhibited a loose power port and poor mechanical connection. The controller was exchanged to the secondary controller, and the ventricular assist device (vad) did not restart. The patient was intubated in the intensive care unit (ICU) after reanimation. The vad remains implanted, and the secondary controller was exchanged. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: brand name: heartware ventricular assist system ¿ controller 2.0 model#: 1420 / catalog#: 1420 / expiration date: 31-dec-2020 / serial#: (B)(4), UDI #: (B)(4). Device available for evaluation?: no. Device evaluated by MFR?: no, device evaluation anticipated, but not yet begun. Mfg date: 03-dec-2019. Labeled for single use?: no. (B)(4). Brand name: heartware ventricular assist system ¿ controller 2.0, model#: 1650 / catalog#: 1650 / expiration date: 31-may2021 / serial#: (B)(4), UDI #: (B)(4). Device available for evaluation?: no. Device evaluated by MFR?: no, device evaluation anticipated, but not yet begun. Mfg date: 01-may-2020. Labeled for single use?: no. (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for additional event details and patient information. The event description, annex f code and an additional device have been updated. The outcome attributed to adverse event has been updated to death and the return date of the ventricular assist device (vad) has been updated. The type of reportable event has been updated to death. Additional products: d4: serial #: (B)(6), h6: imf code(s): f02 , f1903 d4: serial or lot#: (B)(6), h6: imf code(s): f02 , f1903 additional products: outflow graft d4:lot#: unknown h6: imf code(s): f02 , f1903 d1: heartware ventricular assist system ¿ controller 2.0 d4: model #: 1420/ catalog #: 1420 / expiration date: 31-jan-2023 / serial#: (B)(6), UDI #: (B)(4), d9: no h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 10-jan-2022 h5: no h6: patient ime code(s): e0602, e060104,e1907,e2321 e2321 h6: imf code(s): f02, f08, f0801, f1903, f2306 h6: img code(s): g04035 h6: FDA device code(s): a141204 h6: FDA method code(s): b21 h6: FDA results code(s): c21 h6: FDA conclusion code(s): d16 investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the vad did not restart and the was explant from the patient that subsequently expired. The driveline was disconnect from the controller during transfer to the hospital as the primary controller had a damaged power port, so a controller exchange was attempted but the vad never restarted even after the secondary controller was exchange to a third controller.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Additional information received indicated that the patient's date of death was (B)(6) 2022; b2 updated. Additional products: d4: serial or lot#: (B)(6) d9: yes, return date: 18-aug-2022 h3: dev rtn to MFR? Yes d4: serial or lot#: (B)(6) d9: yes, return date: 18-aug-2022 h3: dev rtn to MFR? Yes d4: serial or lot#: (B)(6) d9: yes, return date: 18-aug-2022 h3: dev rtn to MFR? Yes investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for investigation summary. Of note d9: unable to analyzed the return devices. According to germany regulatory regulations, a signed patient consent form is required in order to analyzed the product. In this particular event the consent form was not received. Additional products: serial# (B)(6) h3:yes h6:FDA method code(s): b20, b14, b15 h6:FDA result code(s): c19, c16 h6:FDA conclusion code(s): d10, d0301 serial# (B)(6) h3:yes h6:FDA method code(s): b20, b15 h6:FDA result code(s): c19 h6:FDA conclusion code(s): d10 serial# (B)(6) h3:yes h6:FDA method code(s): b20 h6:FDA result code(s): c20 h6:FDA conclusion code(s): d14 product event summary: the ventricular assist device (vad) (B)(6)the associated outflow graft of an unknown lot number, three (3) controllers ((B)(6)), were returned for evaluation. Analysis of returned devices was not conducted since patient consent has not been received. A review of (B)(6) manufacturing documentation confirmed that the associated device met all requirements for release. Visual evidence provided by the site revealed that the controller (B)(6) had a loose, detached power port two (2) connector with exposed wires. Log file analysis revealed (B)(6) was the primary controller at the time of the reported event. Review of the alarm log file associated with (B)(6) revealed four (4) vad disconnect alarms and four (4) vad stopped alarms were logged on 12/jul/2022. The first vad disconnect was logged at 14:00:26 indicating a physical disconnection of the driveline from the controller, which correlates with the reported controller exchange. A vad stopped alarm was logged at 14:02:14, indicating that the pump failed to start after multiple attempts. This was followed by additional vad disconnect alarms indicating a physical disconnection of the driveline from the controller and additional vad stopped alarms indicating that the pump failed to start after multiple attempts, likely due to troubleshooting. Log file analysis associated with (B)(6) revealed a controller power up event logged on 12/jul/2022 at 13:22:29, indicating that the controller was put into use following a controller exchange. Additionally, a subsequent vad disconnect alarm was logged at 13:22:36, likely due to the controller being powered up without the driveline connected in preparation for the controller exchange. Review of the alarm log file associated with con411601 revealed three (3) vad stopped alarms and eight (8) additional vad disconnect alarms were logged on 12/jul/2022. A vad stopped alarm was logged at 13:23:07, indicating that the pump failed to start after multiple attempts. This was followed by additional vad disconnect alarms indicating a physical disconnection of the driveline from the controller, additional controller power up events, and additional vad stopped alarms indicating that the pump failed to start after multiple attempts, likely due to troubleshooting. Of note, the setting of the time on (B)(6) may have impacted the recorded sequence of events; based on the reported event details, it is possible that the failure to restart first occurred on (B)(6). Log file analysis associated with (B)(6) was not performed since log files were not available for analysis. As a result, the reported controller loose power port and poor mechanical connection event was confirmed. The reported driveline cable disconnection and vad stop even ts involving (B)(6) and (B)(6) were confirmed. The reported controller not able to recognize a power source event could not be confirmed. The reported vad stop event involving (B)(6) could not be confirmed. The reported outflow graft obstruction could not be confirmed due to insufficient evidence. Applicable risk documentation and experience with events of similar circumstances were considered; a possible root cause of the inability of the controller to recognize a power source event may be attributed, but not limited, to a faulty internal component and/or the loose power port connector. The most likely root cause of the reported loose power port connector can be attributed to improper assembly. CAPA pr00508470 was opened to investigate loose connectors with controller 2.0. The most likely root cause of the vad disconnect alarms can be attributed to physical disconnections of the driveline from the controller during the reported controller exchange and/or troubleshooting of the vad stopped alarms. The most likely root cause of the reported vad stopped alarms can be attributed to failure of the pump to restart after several attempts. (B)(6) was not in scope of fca cvg-21-q3-21. CAPA pr00532915 is investigating pump failures to restart outside the subpopulation of fca cvg-21-q3-21. Per the instructions for use, infection is a known potential complication associated with the implantation of a vad. There was no evidence that the patient had a history of infection events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, p harmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for investigation summary. Product event summary: the ventricular assist device (vad) ((B)(6)), the associated outflow graft of an unknown lot number, three (3) controllers ((B)(6)), two (2) controller ac adapters ((B)(6)), one (1) controller dc adapter ((B)(6)), one (1) battery charger ac adapter ((B)(6)), one (1) the battery charger ((B)(6)), and four (4) batteries ((B)(6)) were returned for evaluation. No performance allegations were made against (B)(6). A review of the manufacturing documentation confirmed that the associated pump and controller ((B)(6)) met all requirements for release. Failure analysis of the returned batteries, (B)(6), controller ac and dc adapters, battery charger ac adapter, and battery charger revealed that the units passed visual inspection and functional testing. An internal inspection of the returned devices did not reveal any anomalies. Failure analysis of (B)(6), as well as visual evidence provided by the site, revealed that the controller had a loose, detached power port two (2) connector with exposed wires. Internal inspection revealed a loose metal locknut and washer from power port two (2) and no other components were damaged; no evidence of fluid ingress was observed. A power source was still able to be connected and provide power to the controller. As a result, the reported controller loose power port and poor mechanical connection event was confirmed, however the reported controller not able to recognize a power source event could not be confirmed. Failure analysis of the returned pump revealed that the device passed visual examination and functional testing. Dimensional verification revealed that the front preload measurement was found to be deviating from the specification. CAPA pr00578223 was opened to investigate post-explant issues found during failure analysis of returned pumps. Dimensional verification also revealed that the rear housing disc curvature and front housing disc curvature were found to be deviating from specifications. Internal pathological report revealed no evidence of thrombus within the pump. Failure analysis of the returned segment of the outflow graft revealed that the device passed visual examination. The material collected from the outflow graft is grossly and histologically consistent with post explant clot, however thin fragments of thrombus were present in the sample. Log file analysis revealed (B)(6) was the patient¿s primary controller, initially in use at the time of the reported event. Review of the alarm log file associated with (B)(6) revealed four (4) vad disconnect alarms and four (4) vad stopped alarms were logged on (B)(6) 2022. The first vad disconnect was logged at 14:00:26 indicating a physical disconnection of the driveline from the controller, which correlates with the reported controller exchange. A vad stopped alarm was logged at 14:02:14, indicating that the pump failed to start after multiple attempts. This was followed by additional vad disconnect alarms indicating a physical disconnection of the driveline from the controller and additional vad stopped alarms indicating that the pump failed to start after multiple attempts and a controller power up event without a motor start, likely due to troubleshooting. Log file analysis associated with (B)(6) revealed a controller power up event logged on (B)(6) 2022 at 13:22:29, likely in preparation for a controller exchange; a subsequent vad disconnect alarm was logged at 13:22:36, likely due to the controller being powered up without the driveline connected. The vad disconnect alarm was cleared at 13:22:46, indicating the driveline was connected to the controller due to a controller exchange. Review of the alarm log file associated with (B)(6) revealed three (3) vad stopped alarms and eight (8) additional vad disconnect alarms were logged on (B)(6) 2022. The first vad stopped alarm was logged at 13:23:07, indicating that the pump failed to start after multiple attempts. This was followed by additional vad disconnect alarms indicating a physical disconnection of the driveline from the controller, additional controller power up events, and additional vad stopped alarms indicating that the pump failed to start after multiple attempts, likely due to troubleshooting. Of note, the setting of the time on (B)(6) may have impacted the recorded sequence of events; based on the reported event details, it is possible that the failure to restart first occurred on (B)(6). In addition, log files analysis revealed that safety alert word (saw) values were recorded on (B)(6) during motor start attempts, indicating an overcurrent alert; log files recorded high power consumption during the attempted motor starts, which required more current from the batteries. Log file analysis associated with (B)(6) revealed a controller power up event logged on (B)(6) 2022 at 17:59:36, indicating that the controller was put into use following a controller exchange. Review of the alarm log file associated with (B)(6) then revealed a vad stopped alarm on (B)(6) 2022 at 18:00:02, indicating that the pump failed to start after multiple attempts. The reported occlusion, driveline cable disconnection, and vad stop events were confirmed. The most likely root cause of the reported loose power port connector can be attributed to improper assembly. CAPA pr00508470 was opened to investigate loose connectors with controller 2.0. The most likely root cause of the vad disconnect alarms can be attributed to physical disconnections of the driveline from the controller during the reported controller exchange and/or troubleshooting of the vad stopped alarms. The most likely root cause of the reported vad stopped alarms can be attributed to failure of the pump to restart after several attempts. (B)(6) was in scope of fca cvg-21-q3-21 [subgroup 3]. CAPA pr00532915 investigated pump failures to restart. Based on an investigation conducted under CAPA pr00532915, the most likely root cause of the failure to restart event may be attributed to outer shroud contact that created more friction at the housing to impeller interface. Per the instructions for use, infection, cardiac arrythmia, cardiopulmonary arrest, and death are known potential complication associated with the implantation of a vad. Based on review of past adverse events for this patient, it was noted that the patient had a history of thrombus. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for a revision to the product event summary. Revised product event summary: the ventricular assist device (vad) (B)(6), the associated outflow graft of an unknown lot number, three (3) controllers (B)(6), were returned for evaluation. A review of the manufacturing documentation confirmed that the associated vad and controller (B)(6) met all requirements for release. Failure analysis of the returned controllers (B)(6), revealed that the units passed visual inspection and functional testing. An internal inspection of the returned devices did not reveal any anomalies. Failure analysis of (B)(6), as well as visual evidence provided by the site, revealed that the controller had a loose, detached power port two (2) connector with exposed wires. Internal inspection revealed a loose metal locknut and washer from power port two (2) and no other components were damaged; no evidence of fluid ingress was observed. A power source was still able to be connected and provide power to the controller. As a result, the reported controller loose power port and poor mechanical connection event was confirmed, however the reported controller not able to recognize a power source event could not be confirmed. Failure analysis of the returned vad revealed that the device passed visual examination and functional testing. Dimensional verification revealed that the front preload measurement was found to be deviating from the specification. CAPA: pr00578223 was opened to investigate post-explant issues found during failure analysis of returned pumps. Dimensional verification also revealed that the rear housing disc curvature and front housing disc curvature were found to be deviating from specifications. Internal pathological report revealed no evidence of thrombus within the pump. Failure analysis of the returned segment of the outflow graft revealed that the device passed visual examination. The material collected from the outflow graft is grossly and histologically consistent with post explant clot, however thin fragments of thrombus were present in the sample. Log file analysis revealed (B)(6) was the patient¿s primary controller, initially in use at the time of the reported event. Review of the alarm log file associated with (B)(6) revealed four (4) vad disconnect alarms and four (4) vad stopped alarms were logged on (B)(6) 2022. The first vad disconnect was logged at 14:00:26 indicating a physical disconnection of the driveline from the controller, which correlates with the reported controller exchange. A vad stopped alarm was logged at 14:02:14, indicating that the pump failed to start after multiple attempts. This was followed by additional vad disconnect alarms indicating a physical disconnection of the driveline from the controller and additional vad stopped alarms indicating that the pump failed to start after multiple attempts and a controller power up event without a motor start, likely due to troubleshooting. Log file analysis associated with (B)(6) revealed a controller power up event logged on 12/jul/2022 at 13:22:29, likely in preparation for a controller exchange; a subsequent vad disconnect alarm was logged at 13:22:36, likely due to the controller being powered up without the driveline connected. The vad disconnect alarm was cleared at 13:22:46, indicating the driveline was connected to the controller due to a controller exchange. Review of the alarm log file associated with (B)(6) revealed three (3) vad stopped alarms and eight (8) additional vad disconnect alarms were logged on 12/jul/2022. The first vad stopped alarm was logged at 13:23:07, indicating that the pump failed to start after multiple attempts. This was followed by additional vad disconnect alarms indicating a physical disconnection of the driveline from the controller, additional controller power up events, and additional vad stopped alarms indicating that the pump failed to start after multiple attempts, likely due to troubleshooting. Of note, the setting of the time on (B)(6) may have impacted the recorded sequence of events; based on the reported event details, it is possible that the failure to restart first occurred on (B)(6). Log file analysis associated with (B)(6) revealed a controller power up event logged on 12/jul/2022 at 17:59:36, indicating that the controller was put into use following a controller exchange. Review of the alarm log file associated with (B)(6) then revealed a vad stopped alarm on (B)(6) 2022 at 18:00:02, indicating that the pump failed to start after multiple attempts. The reported occlusion, driveline cable disconnection, and vad stop events were confirmed. The most likely root cause of the reported loose power port connector can be attributed to improper assembly. CAPA: pr00508470 was opened to investigate loose connectors with controller 2.0. The most likely root cause of the vad disconnect alarms can be attributed to physical disconnections of the driveline from the controller during the reported controller exchange and/or troubleshooting of the vad stopped alarms. The most likely root cause of the reported vad stopped alarms can be attributed to failure of the pump to restart after several attempts. (B)(6) was in scope of fca cvg-21-q3-21 [subgroup 3]. CAPA: pr00532915 investigated pump failures to restart. Based on an investigation conducted under CAPA: pr00532915, the most likely root cause of the failure to restart event may be attributed to outer shroud contact that created more friction at the housing to impeller interface. Per the instructions for use, infection, cardiac arrythmia, cardiopulmonary arrest, and death are known potential complication associated with the implantation of a vad. Based on review of past adverse events for this patient, it was noted that the patient had a history of thrombus. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. H6: the codes present in section h6 correspond to components/products that comprise the reported event. Additional products: d1: controller, d4: serial#: (B)(6), h3: yes, additional products: d1:controller, d4: serial#: (B)(6), h3: yes, additional products: d1:outflow graft, h3: yes, additional products: d1: controller, d4: serial#: (B)(6), h3: yes, investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further that review of log file data revealed a failed motor start event with parameters outside of the typical range.

Manufacturer narrative:
A supplemental is being submitted for correction. Corrected sections: - a1 pt. Identifier: corrected from 'blank' to "hm" - a2 age at event: corrected from "00000" to "00055" - a2 date of birth: corrected from 'blank' to "(B)(6) 1967" (year valid) - a3 sex: corrected from 'blank' to "male" - b5 desc evt problem: corrected to include the all the details surrounding the event in its' entirety - d1 brand name: corrected from "heartware ventricular assist system - pump" to "heartware ventricular assist system - pump/driveline" - h6 patient codes (ime/annex e), imf (annex f) health impact, device codes (fdd/annex a), img (annex g) component: corrected to include new annex codes that reflect the reported event. - h10 addt manufacturer for MDR: corrected to include an additional product (outflow graft) and corrected annex codes for the other devices additional products: (B)(6)¿ controller 2.0 h6: patient ime code(s): e2321, e2310, e060104, e1907 h6: imf code(s): f21 h6: img code(s): g04035 h6: FDA device code(s): a0708 (B)(6)¿ controller 2.0 h6: patient ime code(s): e2321, e2310, e060104, e1907 h6: imf code(s): f21 d1: heartware ventricular assist system ¿ outflow graft d4: model #: unk/ catalog #: unk/ expiration date: unk / lot#: unk UDI #: (B)(4), d9: no h3: no, device evaluation anticipated, but not yet begun h4: mfg date: unk h5: yes h6: patient ime code(s): e1907, e0602, e2310, e060104, e2321 h6: imf code(s): f2306, f21, f1203, f0801, h6: img code(s): g04019 h6: FDA device code(s): a1409 h6: FDA method code(s): b21 h6: FDA results code(s): c21 h6: FDA conclusion code(s): d16 additional information has been requested regarding the patient outcome, patient status, and additional details of the event, but it was not available at the time of this report. If additional information is received, the event will be updated and a supplemental report will be sent. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had covid-19 and presented themselves to a rehab center. Once there, it was noted that their primary controller exhibited a loose power port and poor mechanical connection on power port two (2) which would no longer recognize a connected battery. The primary controller was exchanged to a secondary controller, and the ventricular assist device (vad) did not restart. The patient subsequently went into cardiogenic shock and was immediately transferred to an emergency department (ed) via helicopter. Upon arrival, the patient was with cold sweat and centralization. During the relocation of the patient, it was noted that their controller and driveline were not connected. The patient was then transferred to the intensive care unit (ICU) where the patient was supposed to receive central vascular access so that catecholamines no longer needed to be administered via peripheral intravenous (IV) access. Immediately after the central venous catheterization, there was a drop in blood pressure/loss as well as bradycardia. A manual resuscitation was started for thirty-five minutes total until extracorporeal membrane oxygenation (ECMO) system was comple ted while a newly programmed controller was connected at the same time. It was further reported that because the vad could not be started, the physicians started a cannulation for a venoarterial extracorporeal membrane oxygenation (va-ECMO) system so that the patient could be transported to a hybrid operating room (or) to occlude the outflow graft (ofg). The patient remained in ICU and the physicians were waiting for the patient to wake up to evaluate the patient¿s neurological status and perform a computerized tomography (CT) as necessary. Of note, the patient¿s quality of life included care, short-term memory loss, lack of ability to operate their vad system independently, and was wheelchair dependent. A possible pump exchange to a competitor was discussed but was pending neurological status with family involvement. Of note, there was no indication of a ¿painting function¿ such as no revolutions per minute (rpm) fluctuations or no increased power consumption. It was further reported that contrast was added to the outflow graft prior to occlusion of the outflow graft. It could be seen that the blood enriched with contrast agent traveled into the pump and passed through the inflow cannula into the left ventricle. Thus, a mechanical thrombus in the pump can be ruled out with great probability and also as a cause of the pump stop. The vad remains implanted but out of service, and the primary and secondary controller were exchanged. No further patient complications have been reported as a result of this event.